Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the hard drives in the mobile view station (mvs) were failing. The mvs computer was replaced. The imaging system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for analysis. Analysis found that the reported issue was confirmed. Visual inspection confirmed physical damage to the mvs computer housing. On bios boot up screen, it was confirmed that 01 raid 1 64kb drive size 952720mb degraded. Os and application (3.1.6 ) loaded, time/date (cmos check) was good, and both virus scan and patient data removal were performed," and installed mvs server in a test imaging device and the system readied as expected. 2d and 3d imaging, as well as store and recall were successful. Analysis found that the reported event was related to a computer component issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the hard drive on the mvs was failing when attempting to update to 3.1.7. There was no patient present when the issue was identified.